Event description:
It was reported that the device was explanted due to a rapid battery depletion from 50-74 months to eri (elective replacement indicator) three months later. The physician questioned if the installation of a security system in the patient's home could have caused interference related to this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed eri (elective replacement indicator) parameters. Further analysis determined part of the battery measurements circuit was "stuck' at ground reference. In this situation, the device reports eri even though the battery is at normal levels. The device was further tested and the failure cleared. The device continued to perform nominally, and the problem could not be reproduced. Therefore, the cause of the anomalous eri condition could not be determined.